Event description:
Hold for em 4.8 it was reported that a female patient born (B)(6) 1948 underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a soundstar® eco diagnostic ultrasound catheter. The patient suffered cardiac perforation requiring pericardiocentesis. During an idiopathic vt case, an atrial cardiac perforation and pericardial effusion were noticed in the patient. After using a non-bwi slo sheath to go transseptal, the slo sheath was replaced with an agilis sheath, and when going into the rv in order to do contours in the ventricles, the pericardial effusion was noticed on intracardiac echocardiography (ice) with the soundstar catheter. No ablation catheter had been inside the patient at this point in the procedure, only a soundstar catheter. The pericardial effusion and cardiac perforation were confirmed via ice and the fluoroscopy system. The medical intervention provided to the patient was a pericardiocentesis, and about 770cc of fluid was removed. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event: procedure: physician believes this occurred during transseptal puncture. Patient outcome of the adverse event: fully recovered (no residual effects). Patient did stay in cardiovascular ICU overnight, per hospital protocol following a complication. A transseptal puncture was performed with a brk needle. Conservatively this will be reportable because ¿no ablation catheter had been inside the patient at this point in the procedure, only a soundstar catheter¿. Since the event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device g4069090 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).